Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 54 mg/dl and a blood glucose level of 342 mg/dl. The caller reported that the inaccurate threshold suspend incident were recurring. The caller was advised on how to calibrate. The sensors are not being replaced or returned for analysis.